Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported that during the implant of the right atrial (ra) lead the physician had difficulty finding a suitable location where thresholds were adequate. Sensing and impedance were within normal range in all attempted locations. After multiple attempts, the physician removed the lead and stated he thought he saw tissue on the end of the helix and asked for a new lead. The replacement lead (same model) initially had the same high threshold issue (good sensing and impedance) and it wasn¿t until a second physician attempted the lead placement did they find a location with acceptable thresholds. It was reported that another possible contributing factor was the patient, who was (B)(6) years old and might have had a small, smooth atrium, thus contributing to the limited placement locations. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.